Event description:
The patient received inappropriate hv therapy due to oversensing. A decrease on r-wave amplitude, high thresholds and a capture anomaly was observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.